Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited reproducible noise on the right ventricular (rv) shock and pace-sense channels with isometrics. During the testing, there were times when complete loss of capture was noted and the patient reported not feeling well. It was noted that the heart failure index was very high. A boston scientific technical services consultant discussed that, due to the fact the noise was reproducible, it was likely a lead issue. It was also noted the rv impedance was stable but spikes in impedance and threshold fluctuations had begun a few months prior. Review of stored episodes from this time showed pacing inhibition lasting approximately, but less than, two seconds. Review of the presenting electrogram found oversensing on the rv electrogram with no inhibition of pacing noted. The pace-sense portion of the lead was later surgically abandoned and a new pace-sense lead was implanted. Four days later rv impedance was out of range and there was no capture. The pacer-dependent patient was paced asynchronously with support from the left ventricular lead. Ts suggested the clinical observations may have been due to a connection issue. The patient expired approximately ten days later. No allegations were made against device function in regard to the patient passing.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited reproducible noise on the right ventricular (rv) shock and pace-sense channels with isometrics. During the testing, there were times when complete loss of capture was noted and the patient reported not feeling well. It was noted that the heart failure index was very high. A boston scientific technical services consultant discussed that, due to the fact the noise was reproducible, it was likely a lead issue. It was also noted the rv impedance was stable but spikes in impedance and threshold fluctuations had begun a few months prior. Review of stored episodes from this time showed pacing inhibition lasting approximately, but less than, two seconds. Review of the presenting electrogram found oversensing on the rv electrogram with no inhibition of pacing noted. The pace-sense portion of the lead was later surgically abandoned and a new pace-sense lead was implanted. Four days later rv impedance was out of range and there was no capture. The pacer-dependent patient was paced asynchronously with support from the left ventricular lead. Ts suggested the clinical observations may have been due to a connection issue. The patient expired approximately ten days later. No allegations were made against device function in regard to the patient passing.